Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument conductor wire was found to be broken at the weld. One of the distal clevis ears was cut off to find the broken wire. As a result, the instrument's distal and proximal clevis had severe thermal damage. Further failure analysis determined that the thermal damage observed on the distal and proximal clevis was due to the conductor wire becoming detached at the weld. After the conductor wire broke, it is likely that conductive fluid around the exposed conductor wire carried the electric charge to the clevis and caused the thermal damage/charring. Therefore, the thermal damage is related to the weld failure and is likely not due to misuse or mishandling. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, the initial reporter claimed that the permanent monopolar cautery hook instrument allegedly arced electrical energy. There is no allegation, however, that the customer reported issue caused/contributed to a patient injury.

Event description:
It was reported that during a da vinci-assisted hysterectomy with bso (bilateral salpingo-oophorectomy) procedure, the joint above the permanent monopolar cautery hook instrument was lighting up and smoke was coming out of the joint. There was no report of patient harm, adverse outcome or injury. On july 18, 2017, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information: the robotics coordinator indicated that the surgical staff noticed blue energy inside the beige plastic. Furthermore, there was no tissue damage and the patient has not returned due to post operative complications.